Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) worked with the information technology department and identified that the issue was with virtual local area network and not with bd equipment. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that the bd pyxis¿ anesthesia station es was not communicating properly. The device has been showing as offline in the remote support system (rss) for the past two days. The customer confirmed that all connections are secure and performed a reboot of the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.